Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Caller reported low sensor scan results were obtained on the customer's (a child of 9 years) device and treatment of food and a drink were provided to increase glucose levels. Customer subsequently experienced symptoms described as shaking, sweating, stomach pain, and chest pain and a reading of 300 mg/dl was obtained on a competitor brand device. An hcp was contacted who diagnosed the customer with hyperglycemia and was treated with an increased dose of insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.